Manufacturer narrative:
Added information to section d4 (expiration date), h4 (device manufacturer date) and h6 (type of investigation) updated section h6 (component code) h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, the manufactured units go through a balloon inflation process as part of the device manufacturing.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full evaluation. During visual examination, balloon was found ruptured at the central area. The balloon edges did not appear to match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body and returned syringe. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient during set up, the balloon of this swan-ganz catheter had an air leakage. There was no allegation of patient injury. The device was received for evaluation. Balloon was found ruptured at the central area. The balloon edges did not appear to match. Patient demographic information unable to be provided.